Event description:
Philips received a report stating that this defibrillator would not shock. There was no report of patient impact or involvement.

Manufacturer narrative:
Philips received a report stating that this defibrillator would not shock. There was no report of patient impact or involvement. A philips representative evaluated the device. Replacing the energy select switch resolved the symptom.